Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that the device was not cutting a strip down the graft and was not cutting properly. Additional clinical information was obtained stating that the event occurred during a surgical procedure and the surgery time was extended (1-15 minutes). There was a report of harm, injury or adverse event to patient/operator or was the life/health of patient at risk in that there was impact/damage to skin graft harvest and an additional graft harvest was required.

Manufacturer narrative:
The device is 43 months old and was not previously returned for service. It was initially reported that the device was not cutting a strip down the graft and was not cutting properly. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The customer returned a hose, width plates and screw driver for evaluation. Quality evaluation revealed no nicks and wear to the head and control bar. Two width plate screws are in handpiece. Both engagement pins are in the swivel and rotates 360 degrees without issue. The master blade was flush with the control bar. The device was tested and found to be within motor speed specifications with both the customer hose and the test hose. The repair technician noted that prior to and post repair, the device operated within motor speed specifications. The device met calibration and side to side specifications at all tested thickness settings. The replaced motor turned freely as well. Repair of the device included replacement of the standard repair parts and the motor sleeve. The device was repaired, calibrated and tested per procedure. The customer's reported event was not able to be reproduced. Testing revealed that the device was within calibration at all settings and the device was also within speed specifications. The master blade was found to be flush against the control bar as well. As there was no problem found with the device that would impact function, the reported event was most likely related to user technique or the blade used during cutting. The blade was not returned for evaluation. The unit should be guided forward using a slight downward pressure to ensure that the cutting edge remains continuously firmly in contact with the donor site. The device was repaired and returned to the customer. There are no recommended actions at this time.